Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2367 alarm (power failure error that discontinues the present therapy and is due to a possible air in line) occurred on the homechoice (hc) device during an unspecified step of therapy. The home patient (hp) stated that after the alarm occurred, they disconnected and turned off the hc device. The technical service representative (tsr) had the hp turn on the hc and explained the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.